Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure to deliver energy with the defibrillation hard paddles assembly. Physio performed unrelated repairs and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control initially replaced the therapy connector assembly among several other parts as a precaution to the original reported issue. Physio performed an additional evaluation of the removed therapy connector assembly and determined that the cause of the reported issue was due to a damaged connector pin within the therapy connector assembly. It was observed that one of the two contacts was broken off of pin #2.

Event description:
The customer reported that the defibrillation hard paddles assembly on their device cannot deliver defibrillation energy. The paddles can charge successfully but cannot deliver the energy. The device can deliver defibrillation energy with the hands free quik-combo cable. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control has attempted to reach the customer to determine whether or not they will be replacing the defibrillation hard paddles assembly. Physio has been unable to reach the customer and no response appears forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not conclusively be determined.